Event description:
It has been brought to manufacturer's attention that there was a fitting/removal related issue with a lyric device. It is said the reason for device removal was migration and that sore and ulceration of tissue with severeness rated as mild was observed upon.